Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on quick bolus button issue was verified, but the usb cable not charging issue could not be verified as no cable was returned for evaluation.